Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that foreign matter was identified inside the package. This starter guidewire was selected for preparation, however, upon opening a hair was found inside the package. It as further reported that this medical device report was created and submitted in error as this product is externally manufactured by lake region medical. The external manufacturer holds reporting responsibilities for this product.

Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that foreign matter was identified inside the package. This starter guidewire was selected for preparation, however, upon opening a hair was found inside the package.